Manufacturer narrative:
During inspection, a trumpf medical service technician found that the spring arm contained two flat washers and a circlip. The circlip and washer were replaced. The device is functioning as designed. A field corrective action has been initiated by trumpf medical and reported to the FDA as a result of investigations into similar events (recall number z-563-2016). The investigations found that improper installation or servicing of the circlip in this joint can result in the slipping down or falling of the spring arm and light head components.

Event description:
A user facility reported having found a gap between the spring arm and central axis of a trumpf medical surgical light. An inspection of the device revealed that the spring arm contained two flat washers and a circlip, allowing the spring arm to slide out of place from its connection point to the central axis. The technician replaced the circlip and washer.